Manufacturer narrative:
H3-device evaluation: lens retunred in a micro-centrifuge vial with moisture and debris on product. Visual inspection found no visible damage to lens and debris on lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -04.50 diopter, in the patients left eye (os), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to patient was uncomfortable and experienced vision fatigue. Another icl lens was not implanted.